Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal and foraminal stenosis at l3-l4 and l4-l5 bilaterally, degenerative spondylolisthesis and spinal stenosis at l3-l4 and l4-l5 and underwent the following procedures: lumbar laminectomy, foraminotomy and facetectomy at l3-l4 and l4-l5 bilaterally, posterolateral spinal fusion, l3 to l5, pedicle screw instrumentation from l3 to l5 and right iliac crest autograft. Pre-operatively, x-ray revealed extensive flexion-extension movement of her degenerative spondylolisthesis and moderate to severe spinal stenosis. As per op-notes, "doctor placed pedicle screws at l3, l4 and l5 bilaterally. In each case, a high-speed drill was used to create a starting hole at the intersection of transverse process, pars interarticularis and superior articular facet. A pedicle probe was passed down the pedicle into the vertebral body a ball-tipped probe was used to palpate the pedicle walls to ensure no cortical breach had occurred. A 5.5 millimeter diameter tap was used to tap the hole, 6 5 millimeter diameter, 40 millimeter length screws were placed in l3, l4 and l5 bilaterally. We performed a posterolateral arthrodesis we then decorticated the transverse processes of l3, l4 and l5 as well as the cartilaginous surface of the facet joints. Rhbmp-2/acs was packed into the facet joints strips of rhbmp-2/acs were also laid over the decorticated posterior elements, followed by the iliac crest autograft followed by local bone obtained from laminectomy as well as bone graft. This completed the posterolateral arthrodesis.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.